Event description:
Stryker small saw blade broke on small power drill outside of surgical site. No pieces in pt. 2 pieces retrieved, bagged and given to clinician. 1 small piece on floor could not be located due to amount of staff around surgical site.